Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not synchronized. A technical support specialist (tss) received a call from the customer stating that the machine was not synchronized, preventing from pulling the order. The tss restarted the application service provider synchronization service, and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower machine was not syncing and was unable to pull orders. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays, adverse events or injuries reported based on this event.